Event description:
It was reported that during insertion, the doctor pulled back on the guide wire and it completely unraveled. It was also noted that the ip of the guide wire was bent to 90 degrees. The physician was able to remove the unraveled wire. Another attempt at the procedure was not made. The insertion site was the subclavian and the event occurred in the micu. There was no delay in treatment. No harm or complications occurred to the patient.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through evaluation of a returned product sample. The customer provided a guide wire with no other components. The j-bend at the distal end was closed more than normal and the wire was unraveled from the 20 cm mark to the proximal end. The core wire was separated adjacent to the proximal weld. Microscopic examination revealed plastic deformation and necking in the area of the break. No pieces of the wire appeared to be missing. A review of manufacturing records did not yield any relevant findings. The provided instructions caution not to withdraw against the needle bevel and not to use excessive force during removal. Based on these circumstances, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4)